Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had right ventricular failure (rvf) post operation and returned to the operating room (or) for a right ventricular assist device (rvad). At the time of rvad implant, the left ventricular assist device's (lvad) inflow cannula was repositioned due to some septal involvement. The patient was in a low flow state, had lower extremity (le) necrosis and renal failure. The pump was stated to have functioned as intended. It was also stated that the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The reported low flow condition could not be confirmed as no log files were provided for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1, of this IFU lists potential adverse events, including right heart failure, renal failure, and death, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.